Event description:
It was reported that the patient underwent a labral repair procedure on (B)(6) 2014. During the procedure, a juggerknotless anchor caught on tissue and the second juggerknot did not close down on the labrum. The surgeon had to use half hitch knots over the top of the anchor to secure it to the glenoid. All anchors remain implanted and additional anchors were used to complete the procedure. Additional holes were drilled to accommodate these anchors. No delays were reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.